Manufacturer narrative:
Additional manufacturing narrative: the device has been returned to the local facility, but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow up report will be submitted.

Event description:
The customer reported the device provided high spco readings on a patient in the ER. Customer does not know how high, but thinks it was 12 or 16. A blood gas or co-oximeter comparison was performed and the results came back at 0% for spco. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. Customer device displayed measurements are comparable to masimo test device and sensor. All tested measurements are within specifications. The unit was determined to be functioning as designed.